Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review result: submitted images appeared to display the multiple broken instruments. The instruments appear to be broken at or near the tip.

Event description:
Procedure: transforaminal lumbar interbody fusion (tlif) it was reported that during a surgery, the tooth of the pituitary broke. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirms the inferior shaft is broken at the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The broken-off portion of the shaft was not returned. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. The fracture of the jaw is consistent overload of the instrument.